Event description:
Pt was prepped and when they got to the lesion portion of the case the probe faulted with an error 06. There was no back-up on hand so the case was delayed by one day. No pt injury was noted.